Manufacturer narrative:
Follow-up received on 22-nov-2015: ptc result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device for cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that coils seem separated broken (device breakage) and migrated. The reported event device breakage is non-serious and listed according to technical assessment. Device migration is serious due to its medical importance and also listed. In this case, it was unknown whether device has broken during essure insertion procedure. Also, the exact date and mechanism of device migration were not known. Considering their nature, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 29-mar-2016. A legal claim was received. This is a legal case now. Plaintiff has one son. A (B)(6) years old plaintiff had essure inserted on (B)(6)-2009. After undergoing the essure procedure, plaintiff began experiencing sharp pains down the right side of her body, hair loss, severe migraine headaches, chronic pelvic and back pain, tingling in her hands and feet, abdominal bloating, abdominal pain, painful intercourse, heavy menstrual cycle bleeding, and fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff sought treatment from multiple physicians, but was unable to resolve her symptoms. On (B)(6)-2014, plaintiff was admitted to the emergency room for severe abdominal pain. At that time, plaintiff had an x-ray taken of her abdominal area. Physicians later determined that plaintiffs essure device had migrated out of her fallopian tube and had broken apart. On (B)(6)-2015, plaintiffs physicians recommended that she undergo a hysterectomy and have the essure coils removed. Unfortunately, plaintiff cannot afford the procedure. In (B)(6)-2016, plaintiff was admitted to the emergency room for abdominal pain and pelvic pain. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that coils seem separated broken (device breakage) and essure device had migrated out of her fallopian tube. Upon receipt of follow-up information, this case became legal. The reported event device breakage is non-serious and listed according to technical assessment. Device migration is serious due to its medical importance and also listed. In this case, it was unknown whether device has broken during essure insertion procedure. Also, the exact date and mechanism of device migration were not known. Considering their nature, a causal relationship cannot be excluded. In this case, physicians recommended that she undergo a hysterectomy and have the essure coils removed. Unfortunately, plaintiff cannot afford the procedure. After company internal process review this case was classified as incident. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1530, awareness date 19-oct-2015) which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2009. At time of the report, the consumer was (B)(6) and was suffering from severe migraines, nausea, vomiting, constipation, painful intercourse, painful periods, jabbing pain in pelvic area, heavy periods, quarter large size clots, hair loss, tingling of the neck, hands and feet, coils seem separated, broken and migrated, bloating, phantom spasms, irritability, depression chronic pain, hot flashes and night sweats. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that coils seem separated broken (device breakage) and migrated. The reported event device breakage is non-serious and unlisted in the reference safety information for essure. Device migration is serious due to its medical importance and listed. In this case, it was unknown whether device has broken during essure insertion procedure. Also, the exact date and mechanism of device migration were not known. Considering their nature, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.